Manufacturer narrative:
Device has been evaluated but not yet repaired pending the customer's approval of the service estimate.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported "service required" alarm conditions requiring a ventilator's system board and internal battery to be replaced to address the issues. The components were returned to the manufacturer's quality assurance laboratory for further investigation. No malfunction of the system board was observed. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.